Manufacturer narrative:
(B)(4). Constant insulin flow blocked alarms during priming due to moisture damage on force sensor assembly. Unable to perform displacement test, rewind test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarms. Unit passed selftest. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained serial number label, peeling/fading end cap address label, minor scratches on lcd window and scratched case. Moisture damage on motor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was messed up. The insulin pump damaged at display front screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.